Event description:
It was reported that during a "reservoir" treatment procedure, the coil was missing. The target lesion was located in the moderately tortuous gastroduodenal artery. The physician advanced a 2mm straight coil and no resistance was encountered. When the physician attempted to advance the coil through an unspecified microcatheter with saline, it was noted that the coil was missing. Under fluoroscopy the coil was unable to be located. The physician successfully completed the procedure with another 2mm straight coil and the same microcatheter. No patient complications were reported and the patient's current condition was good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).